Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incomplete flap in the left eye of a patient, during lasik surgery. Procedure was completed using a crescent blade. There are multiple related reports for this reported event. This report addresses patient initials ma, left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative noted debris on the objective lens, however, there is no evidence to conclusively indicate that this contributed to the reported event. The energy control board was replaced. It remains inconclusive whether the energy control board was replaced as a correction or preventative maintenance. The system was then tested and met all product specifications. Based on the assessment, the product met release criteria. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).